Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test and motor error alarm due to blank display. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had motor error alarm. Troubleshooting was performed and drive support cap was normal. Customer stated that they were able to clear the alarm and able to rewound the insulin pump. Customer mentioned that the insulin pump passed displacement test and audio test. Blood glucose level was 500 mg/dl. The insulin pump will be returned for analysis.